Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Additional narrative: the patient underwent mesh implantation in order to treat intrinsic sphincter deficiency, sub-pelvic relaxation, and an ovarian cyst of 10 centimeters. It was reported that the patient underwent the concurrent procedures of bilateral salpingo-oophorectomy and lysis of adhesions during mesh implantation. It was reported that the patient underwent mesh revision on (B)(6) 2010 for mesh exposure and dyspareunia. It was reported that the patient had the concurrent procedures of an injection of steroids near pudendal nerve, cytoscopy and cut deep anterior pass during mesh revision.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted. See also medwatch 2210968-2012-08080. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that following insertion the patient experienced infection, urinary problems, bleeding, dyspareunia and vaginal scarring. It was reported that the patient underwent mesh revision on (B)(6) 2014 due to exposure and vaginal pain. (B)(4).

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced vaginitis. It was reported that patient underwent mesh revision on (B)(6) 2013 by dr. (B)(6) due to vaginal pain.